Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump was not working. The customer's current blood glucose level was 250 mg/dl. The customer reported that she received a low battery alarm on the insulin pump and placed a new battery; however, the pump was not working. The customer was assisted in troubleshooting. It was found that the battery compartment and spring were corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. She was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement self test and displacement test. No low battery alarms or unexpected battery power loss and no blank display noted during testing. Device functioning properly. No moisture damage noted on electronic assembly or motor assembly noted during visual inspection. (B)(4).